Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of an unspecified quantity one-link non-dehp standard bore catheter extension set got disconnected from an unknown quantity of clearlink system 3-port manifold. It was further reported, "after connection was established" the user would have to make ¿three quarters of turn to establish connection¿. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.